Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully confirm this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Examination of the product involved may provide clarification as to the cause for the reported failure. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
Material# 305916, batch# 3320361. It was reported that the bd safetyglide needle pulled out of the hub. The following information was provided by the initial reporter: verbatim: rcc received a complaint via email. Email(s) attached. Per customer: I just wanted to give you a heads up that we had a needle separate from the hub following an injection given to a pt. The needle had to be removed from the patient's arm by hand. 25gx1in bd safetyglide needle (ref # 305916, lot # 3320361, exp 10/31/28. Because this happened following an injection the needle is considered biohazard and had to be disposed of. Additional information provided: 1. Can you please provide an exact date of event in format mm-dd-yyyy? A. 06/24/2024. 2. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. A. No. 3. Was there any leak? A. No, injection was successfully completed. Needle separated following injection.